Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in the operating room for a scheduled generator replacement due to normal eri, high capture thresholds and high pacing impedance were observed. The lead was capped and replaced on (b(6) 2017. The patient remained stable before, during, and after the procedure and will continue to be monitored.